Manufacturer narrative:
Device not returned.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer's blood glucose ranged from 149-150 mg/dl. The customer reverted to an alternate method of insulin therapy.